Manufacturer narrative:
(B)(4).

Event description:
During a preventive maintenance visit, the field service representative discovered the instrument had a burned power cord and connector. He also noted a burning smell coming from burned area. There were no fumes, smoke, or flame. No operators were injured or adversely affected. No patients were involved in the event. The field service representative stated the system was randomly restarting itself; he replaced the power cable and the power interface connector. The system then stayed powered on.

Manufacturer narrative:
The field service representative confirmed the problem was not due to a defect in the power cable, but that the cable was melted and damaged due to a problem with a connector on the interface assembly. He believed the actual cause of the issue was serum falling onto the connector as he found several sample tube caps inside the bottom part of the device. The damaged cable and connector were disposed of and were no longer available for investigation.

Manufacturer narrative:
Further investigation of the issue found the power entry module is not compatible with the fuse and the power dissipation for the fuse is higher than what is recommended by the power entry module manufacturer. This issue may only occur in situations where a double recapper is installed on a cobas p 612 lcp1 system and the system is connected to a main voltage lower than 220 vac. The fuse's higher power dissipation can cause the melting of the power entry module and leads to the melting of the socket connector of the power cord. The power entry module is made of self-extinguishing material (flammability class ul 94v-o). There is no risk of this material to catch fire. No lab personnel was injured. The issue could be corrected or prevented by replacement of the power cable, replacement the power entry module, switching off the device when not in use for long periods of time, ensuring the device does not exceed the recommended run time of 6 hours, or ensure that the device does not exceed the recommended operating temperature of 30°c. A workaround has been suggested including modification of system to 230v and usage of a 115v to 230v converter, switching off the secondary recapper and therefore reducing danger of melting, regular observation by a field service representative and regular exchange of power cord and power entry module, installation of an additional residual current device in the laboratory, or protection coverage of the mains cable to ensure no access to live wire for user.